Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted on: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited high and variable thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.